Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button had an intermittent response. It was reported that the patient was unable to unlock the pump using the up arrow and down arrow buttons. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly cleaned the pump with a dry paper towel. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, all keypad buttons responded appropriately. The original complaint of the down arrow button's intermittent response was not duplicated during testing. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.